Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. E1: the reported healthcare facility is: (B)(6).

Event description:
It was reported to boston scientific that an exalt model d scope was used for treatment of a stricture during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025. During the procedure, the exalt model d scope image was lost for about 10 minutes. The staff attempted to unplug and plug back in the scope. During this interim time, spyglass was being used. The staff eventually got the image to come back. The procedure was completed with the original exalt model d scope. No patient complications were reported.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. E1: the reported healthcare facility is: (B)(6). Correction: g1: manufacturer contact first name, last name, phone number and email. Device evaluation summary: the returned exalt model d scope was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. With all the available information, boston scientific concludes that the most probable cause is no problem detected.

Event description:
It was reported to boston scientific that an exalt model d scope was used for treatment of a stricture during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025. During the procedure, the exalt model d scope image was lost for about 10 minutes. The staff attempted to unplug and plug back in the scope. During this interim time, spyglass was being used. The staff eventually got the image to come back. The procedure was completed with the original exalt model d scope. No patient complications were reported.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. E1: the reported healthcare facility is: (B)(6) medical center (B)(6). Correction: e1: initial reporter city. Device evaluation summary: the returned exalt model d scope was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. With all the available information, boston scientific concludes that the most probable cause is no problem detected.

Event description:
It was reported to boston scientific that an exalt model d scope was used for treatment of a stricture during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025. During the procedure, the exalt model d scope image was lost for about 10 minutes. The staff attempted to unplug and plug back in the scope. During this interim time, spyglass was being used. The staff eventually got the image to come back. The procedure was completed with the original exalt model d scope. No patient complications were reported.